Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor/no telemetry with recharging and poor communication. The patient stated that they tried again after sunday and it still didn't work. It was asked but was unknown when they last had stimulation. It was indicated that their last successful recharge session was about a month ago. The patient¿s stated that their reason for not recharging was that they didn't really keep up with charging because they didn't use their stimulation all of the time. They patient stated that they didn't feel stimulation but they didn't know when it stopped. The patient was not able to communication with another external device. The patient was redirected to follow-up with their healthcare provider (hcp) to address their possible over-discharge and have their device jump-started. The patient stated that their hcp told them in the past to contact a manufacturer representative(rep) directly, but the patient didn't have the rep¿s information anymore. An email was sent out to a local rep and the rep replied stating that they would take care of it. It was asked but was unknown when the patient stopped feeling stimulation. It was first noticed that the patient had poor communication with the recharger and programmer on (B)(6) 2019. No further complications were reported/anticipated. On (B)(6) 2019, additional information was received from a manufacturer representative (rep) reporting that they spoke with the patient over the phone because they lived 1.5 hours away from the patient. It was reported that the patient had been implanted in 2012 and their doctor discussed replacing it with the new rechargeable ins model. It was reported that was what the patient was opting for. The patient¿s doctor¿s team is in the process of getting the replacement procedure scheduled. It was reported that this was all the information the rep had at this time. No further complications were reported/anticipated.